Event description:
A pt reported blood glucose results of "120 mg/dl, 142 mg/dl, and 98 mg/dl" with a lifescan meter, performed within 10 minutes of each other. No injury was reported. The meter was in calibration with the check strip. The pt had no control to run quality control.